Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During procedure, when the sheath exchange was attempted and delivery sheath was accessing the groin, a kink was noted. The sheath was removed and a new 12f amplatzer torqvue 45x45 delivery sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of a kink in sheath when accessing the groin was reported. The investigation found that tip of returned dilator was torn damaged when analyzed at abbott. No kinks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however could possibly be related to the damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.